Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small air bubbles in the tubing. The user reported a blood glucose (bg) level of 248 mg/dl. Reportedly, the user primed the tubing to remove the air. The user would change the site and would deliver a bolus to address bg level.